Manufacturer narrative:
Block b3: exact date unknown, event occurred a day before the manufacturer was made aware.

Event description:
It was reported that the patient experienced inadequate stimulation despite multiple reprogramming attempts. The patient had pain and discomfort at the ipg site. The patient underwent an explant procedure.